Manufacturer narrative:
Event date: the event date wasn't provided, therefore the first day (B)(6) 2019) from the bsc aware date was used as the event date.

Event description:
It was reported that a balloon rupture occurred. A target lesion was located at moderately calcified coronary artery. During the procedure, a 10mmx3.75mm wolverine coronary cutting balloon ruptured at 10 atmosphere (atm) and was removed. The procedure was completed with another of the same device. No patient complications were reported. The patient was good post procedure.